Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation on 28aug2020. An investigation was conducted on 11sep2020. Signs of clinical use and evidence of blood and charred tissue was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw, but remained attached at the base but detached from the tip of the jaw. The silicone insulation on the cold jaw and hot jaw were observed to be intact with no defects. The jaws did not show any sign of breakage. No other visual defects were observed. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function based on the analyed failure "material twisted/bent; wire". The resistance value was measured at 0.686 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure "break; jaw" is not confirmed and the analyzed failure "material twisted/ bent; wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
H6 correction: device code changed to "break" internal complaint number: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.